Event description:
It was reported that the right ventricular lead perforated the patient. The lead was explanted and the patient was programmed to aai. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.